Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that, while changing the insulin cartridge of his infusion device, the rubber stopper on the insulin cartridge remained attached to the piston rod of his insulin infusion device. This caused a small amount of the insulin to spill into the cartridge chamber. He stated the small amount of insulin had already dried out. The patient was assisted in detaching the plunger from the piston rod and educated on the proper procedure to remove an insulin cartridge. Repeated attempts to follow up were unsuccessful. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.